Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the health care provider contacted animas, alleging that the patient had a hyperglycemic event due to an inaccurate delivery issue. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) reading was over 500 mg/dl. It was reported that the patient was admitted at the hospital for diabetic ketoacidosis and received unspecified treatments administered by the medical personnel. The patient had discontinued pump therapy at the time of the call and there were no recent adjustments made to the pump settings. Customer technical support (cts) reviewed the event with the reporter. No additional information was available with regard to the alleged inaccurate delivery issue because the pump was not available for review. However, it was revealed that the pump was recently exposed to x-ray on (B)(6) 2014 and the patient had continued to use the pump. Several attempts by the cts to follow-up on the matter with the patient¿s guardian were unsuccessful. The reported issue remained unresolved. This complaint is being reported because the patient experienced a hyperglycemic event requiring hospitalization related to an alleged environmental exposure of the pump resulting in inaccurate delivery.